Event description:
The facility reported that the gauze from the custom pak became frayed. As a result, some residues from the gauze are left in the wound. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).